Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a dose of 249 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump was alarming and reported feeling sick and nauseous for several weeks. There no known environmental/external/patient factors that may have led or contributed to the event. The pump had been sounding audibly for several weeks and the patient reported feeling sick and nauseous. The pump was interrogated and an alarm for low reservoir on (B)(6) 2017 and empty pump on (B)(6) 2017 was found. The pump was refilled and does was decreased 50% to 449 mcg per day and a 50 mcg bolus was given. Upon further review the pump decreased further to 249 mcg/day. The patient was feeling better already and the issue was resolved. The patient's status was "alive- no injury" and no further complications were expected or anticipated.